Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the 'failure to power up' was not determined. The reported issue that there was the failure to power up could not be confirmed. No further investigation of this issue is possible at this time, and no patient involvement harm was reported.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving insufficient information, power problem, failure to power up, unintended power up, defective component. There is no information on patient involvement and patient impact.